Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor sheared at the threaded tip during a left total hip arthroplasty procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint sample was evaluated and complaint is confirmed. Visual inspection of the returned device shows distal threads are fractured and the fractured portion was not returned with the remainder of the device. The device shows signs of repeated use over a potential field service lifetime of 3 years and 5 months. The frequency of use of the device is unknown. Review of device history record (DHR) found no deviations or anomalies in the manufacturing process that would have affected the surgical outcome or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor sheared at the threaded tip during a left total hip arthroplasty procedure. No patient consequences were reported as a result of the malfunction. All attempts have been made and additional information on the reported event is unavailable.